Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received for a foreign manufacturer representative. It was reported that the date that the device started beeping was unknown. It was reported that it was unknown if there was any relevant medical history. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign consumer regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient had a baclofen pump implanted in the early 2000¿s by professor (B)(6). The patient reported that they went to work over sea and as soon as they got off the ¿plane got settle¿ the device ¿stated¿ beeping. The patient reported that they came back to (B)(6) only to have medtronic in (B)(6) and even blame them for the malfunction. The patient reported that the end result is that they experienced even more spasticity in their limbs. They noted that they use a wheelchair now as pain is unbearable. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a critical alarm for a pump stopped. No further complications were reported and/or anticipated. Additional information was received. The pump was implanted for treatment of spasticity from a brain injury.

Manufacturer narrative:
Year of explant is 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from foreign source (B)(4) noted the pump began sounding an alarm during a trip to another country in 2005. It was described as a persistent beep every minute and the patient lived with the pump beeping for two years. The patient stated that the pump [referred to as "machine"] was "broken" and that the patient couldn't sleep due to the beeping noise. The patient went into one of the manufacturer's offices in 2007 and per the patient, the person they talked to at the office could hear the beeping noise.